Event description:
Inari flowtriever 2. The inner plastic of the flowtriever 2 device broke off and can embolize into the patient. This was luckily caught before we placed it into the patient. However, the device broke before it was even used. This is very dangerous.